Event description:
Consumer called to report not feeling comfortable with the readings consumer is getting from some of strips. Analysis run on clark error grid using mean avg reading (288) vs. Bd readings of (458,118) yielded data points in the c/d zone of the grid, outside of acceptable limits.